Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw in was implanted in (B)(6) 2013. The patient was experiencing synostosis therefore the extraction surgery was performed on (B)(6), 2014. The screw head was partially broken in the removal of the screw at the most distal part. Though the surgeon tried to remove it with pliers usage, the screw head was completely broken. The surgeon also tried to remove the screw shaft with pliers as 8mm length out of the screw shaft was protruding from the bone surface. However, the screw shaft was broken in grasping. The screw shaft was remained in the body and the operation was finished. The surgery was extended for fifteen minutes, but there was no adverse consequence to the patient. It was also reported that per medical director review; a broken screw shaft was observed. This report is for an unknown screw. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the screw was broken in four pieces. An investigation was conducted. The head is completely missing as reported. The returned fragmented pieces of screw are in very poor condition. The article number and lot number are unknown, a review cannot be conducted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.